Event description:
Boston scientific crm received information that this atrial lead had a pacing impedance measurement greater than 2500 ohms. The lead also exhibited loss of capture. A fracture was suspected. No specific adverse patient effects were observed.

Manufacturer narrative:
The lead was deactivated. No further information is available. If additional information becomes available, this event will be updated and resubmitted.